Event description:
The dental implant fx5010swc was removed on (B)(6) 2020 due to loss of osseointegration 1 year and 4 months after implantation. The patient has no significant medical history. The doctor noted bone resorption and peri-implantitis during explantation. The patient required another surgical intervention to recover.